Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The unit had a scratched lcd window and cracks on the display window corners, reservoir tube lip and battery tube threads, as well as a broken belt clip slot. Unable to perform the excessive no delivery alarm test due to the prime anomaly.

Event description:
The customer stated that he had been experiencing high blood glucose for a few days. The reported blood glucose at the time of the call was 363 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. No damage to the drive support cap was noted. The time and date were not programmed correctly, and the customer didn't know if the basal rates were correct. Found multiple motor error alarms in the alarm history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.